Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital with a driveline wound abcess, which was opened and debrided. The patient has been on long term oral antibiotics for a chronic driveline infection. The patient remains in the hospital at this time on IV antibiotics and driveline wound care.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.